Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed mixing pump head. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump head. The mixing pump head was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user was having low flow issues and alert 113 (reduced water temperature control) issues on the arctic sun device. A functional check showed the device cooled and warmed but the flow rate was low 1.2 lpm with inlet pressure of -7.0. Biomed tried to adjust the bypass flow screw but only got flow to 1.5 lpm and would not go higher.

Event description:
It was reported that the user was having low flow issues and alert 113 (reduced water temperature control) issues on the arctic sun device. A functional check showed the device cooled and warmed but the flow rate was low 1.2 lpm with inlet pressure of -7.0. Biomed tried to adjust the bypass flow screw but only got flow to 1.5 lpm and would not go higher.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.